Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the popliteal artery. Atherectomy was performed followed by dilatation with a non-abbott drug eluting balloon catheter. When attempting to retrieve the nav6 embolic protection filter with the retrieval catheter, the physician realized only the barewire was retracting, the filter remained in the patient¿s leg. An unsuccessful attempt was made to retrieve the filter with a snare device; therefore, the filter was surgically removed. Imaging revealed that the barewire tip, the part of the wire distal to the filter, was located in the a. Fibularis. The decision was made to leave the guide wire tip in the patient anatomy. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported retraction problem could not be replicated due to the condition of the returned product. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. In this case, the tip separation resulting in retraction difficulty, unexpected medical intervention, surgical intervention, and foreign body left in the patient likely occurred due to interaction with the rotational atherectomy device. It is likely that the barewire was subjected to torsional loads exceeding the material limitations causing the tip to separate. As a result, the filter remained in the patient¿s leg and after an unsuccessful attempt to retrieve the filter with a snare device; the filter was surgically removed. The separated portion of the barewire was left in the patient anatomy. Based on the results of the complaint investigation and review of the images provided, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, cine images were provided and reviewed by an abbott clinical advisor. The results of the cine review are as follows: per the images provided, the phillips phoenix atherectomy system (rotational atherectomy) was delivered over the barewire. This single image does show what appears to be a sufficient gap to avoid contact although the atherectomy device could have come into contact with the filtration element at some point causing damage to both the filtration element and the barewire. The safety and efficacy of the emboshield nav6 embolic protection system has not been demonstrated with the atherectomy device other than the turbo-elite laser atherectomy catheter, jetstream single cutter (sc) atherectomy catheter, jetstream expandable cutter (xc) atherectomy catheter and turbohawk peripheral plaque excision system. It is supposed that the root cause for the barewire break, and filtration element detachment, was due to barewire rotational movement when using the phillips phoenix atherectomy system and / or the initial barewire advancement through the unprepared lesion. Based on the reported information and review of the provided images, the tip separation resulting in retraction difficulty, unexpected medical intervention, surgical intervention and foreign body left in the patient likely occurred due to interaction with the rotational atherectomy device. It is likely that the barewire was subjected to torsional loads exceeding the material limitations causing the tip to separate. As a result, the filter remained in the patient¿s leg and after an unsuccessful attempt to retrieve the filter with a snare device; the filter was surgically removed. The separated portion of the barewire was left in the patient anatomy.